Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported event. The fse replaced the graphic user interface (gui) printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator alarm could not be cancelled and the sub screen turned red. The patient was transferred to another device. There was no patient harm as a result of this event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The universal serial bus (usb) flash drive was returned for investigation. During the investigation the ventilator serial number was found to not match what was recorded on the usb. The serial number was updated and the device was again installed into a test ventilator. The device then passed all testing.